Event description:
In 2008, the pt reported that the housing of her infusion site was leaking. The infusion site had been in use for 2 days. She stated that the infusion site adhesive and her clothing were wet with insulin. She changed the infusion site and bolused 1.5 units of insulin. Her blood glucose was elevated to 269 mg/dl. Her normal blood glucose range is 130-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.